Event description:
It was reported that six months after the patient was implanted they stopped receiving therapeutic benefit from the implantable neurostimulator (ins). The ins was turned off and the patient no longer used it. Due to the patient¿s health they did not follow-up with the ins and the battery was now dead. About one to one and half years after implant the ins began bulging out of the patient¿s skin more, and as the patient lost weight in the last year the ¿bulging¿ continued to get worse. It was noted you could grab hold of the ins and shake it now. The patient would like the ins explanted. The patient had an appointment scheduled on (B)(6), 2014 with a neurosurgeon, and is also scheduled to have a CT done before the appointment to verify the position of the leads and device. After the doctor reviewed the results they would schedule removal of the device. Additional information received reported the patient was currently awaiting imaging of the thoracic and lumbar spine prior to explant. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).